Event description:
M.d. Called to report that customer had passed away. The customer was wearing his pump at the time of death. M.d. Wanted us to check the pump, and make sure that it's functioning properly. Pump was not available during the call because she locked it away. Md will call back to troubleshoot. Md is unsure if customer's death was diabetes related.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.